Event description:
Mongo used via ulnar artery to attempt revascularization; wire was heavily torqued and "knotted up" in the distal ulnar artery. When attempting to remove the wire from the anatomy, part of distal coil detached from the proximal coil & was left in the body.